Manufacturer narrative:
Investigation summary: a sample is not available for evaluation. Product description: syringe 0.3ml 31ga 6mm halfunit 10bag, date(s) packaging: 25apr2017 thru 27apr2017, machine(s) packaged on: (B)(4). Device history record review ¿ a review of the device history record was completed for batch # 7065710 all inspections were performed per the applicable operations qc specifications. Assembled syringes ¿ there was one (1) batch of material # 700003988 (syringe 0.3ml asm 31ga 6mm tw (B)(4)) that went into the packaged batch# 7065710. Batch# 7086920, date(s) of manufacture: 22apr2017 thru 26apr2017, machine(s) manufactured on: (B)(4). Printed barrels ¿ there were two (2) batch of material# 700003987 (barrel 0.3ml printed sm700176) that went into packaged batch# 7065710. Batch# 7103598, date(s) of manufacture: 22apr2017 thru 29apr2017, machine(s) manufactured on: (B)(4). Batch# 7093853, date(s) of manufacture: 14apr2017 thru 18apr2017, machine(s) manufactured on: (B)(4). There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe 3/10 ml/cc 31 g x 6 mm half unit came with the stopper at an angle and cannot draw the accurate dose, while the scale marking print is off. Found before use. No serious injury or medical intervention noted.